Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft break occurred. Vascular access was gained via the radial artery. The target lesion was located in the right coronary artery. The procedure was treating in-stent restenosis of an unknown manufacturer's stent. An unspecified manufacturer's drug eluting stent was placed then a 3.25x12mm nc quantum apex balloon catheter was used with a non bsc wire and a non bsc guide catheter. During advancement of the quantum apex balloon catheter through the guide catheter the physician felt the quantum apex balloon catheter to be ''free.'' It was then noted that the distal half of the balloon detached inside the guide catheter. The detached piece was retrieved by inflating a 1.5mm balloon catheter inside the guide catheter and pinning the detached piece to the guide catheter. The quantum apex balloon catheter and guide catheter were removed as one unit. The procedure was completed with a different device. No further patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous coronary intervention, a catheter shaft break occurred. Vascular access was gained via the radial artery. The target lesion was located in the right coronary artery. The procedure was treating in-stent restenosis of an unknown manufacturer's stent. An unspecified manufacturer's drug eluting stent was placed then a 3.25 x 12 mm nc quantum apex balloon catheter was used with a non bsc wire and a non bsc guide catheter. During advancement of the quantum apex balloon catheter through the guide catheter the physician felt the quantum apex balloon catheter to be "free". It was then noted that the distal half of the balloon detached inside the guide catheter. The detached piece was retrieved by inflating a 1.5 mm balloon catheter inside the guide catheter and pinning the detached piece to the guide catheter. The quantum apex balloon catheter and guide catheter were removed as one unit. The procedure was completed with a different device. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received and complete separation of the hypotube was noted. The hypotube separation was 75cm from the distal tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).